Event description:
The plaintiff was diagnosed as having type I latex allergy in march , 1999. As a result, the latex allergy has caused plaintiff to become disabled and unable to perform customary and unusual duties as a nurse. Plaintiff has incurred and will continue to incur both economic and non-economic damages including, but not limited to medical, pharmaceutical and incidental expenses, pain and suffering and economic impairment. Additionally, plaintiff has to live under the continued likelihood and fear of a reaction to latex products due to increased sensitivity. Finally, plaintiff's spouse alleges loss of consortium, society and companionship.